Manufacturer narrative:
Company was notified of a revision surgery. An investigation was performed including internal analysis of records and the surgeon's feedback. The device could not be examined as it was not provided to the company. No imaging was provided. No report of trauma. Patient non-compliance with post-operative regime was suspected but could not be confirmed. The revision was completed successfully. There is no indication of a design, manufacturing or process issue affecting implant safety or effectiveness. Based on surgeon's feedback the root cause of the revision surgery is likely related to incorrect implant selection for the patient, combined with suspected non-compliance with post-operative care regime, which resulted in the implant breakage and revision surgery. Because the company cannot rule out the possible contribution of the device to the event, out of an abundance of caution, this event is being reported. Company continues to monitor these events as part of post market activities. Additional report from the manufacturer relating to this event is: #3014554088-2025-00001.

Event description:
Revision surgery following implant breakage 2 weeks post clavicle fixation surgery.